Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed as the stent was already deployed and remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product issue. The investigation determined that the reported difficulties were related to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a right iliac artery. The 8.0 x 80 mm absolute pro self-expanding stent system was advanced to the lesion and while attempting to deploy the stent, the thumb wheel stopped advancing forward or backward after 1 cm. The stent remained completely sheathed but was deployed manually in the target lesion. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.